Event description:
After watching nbc nightly news about the renu contact solution, I was concerned. On 03/15/06 I went to the dr. Probably about two weeks prior my left eye was very red and sensitive to light. My eyes and lids were very red and swollen, I could hardly open them, and light sensitive. I could not even put any make up on and wore my glasses and put cold compress on them. On 03/15/06 I had a rx for my eye of tobramycin gtts for my left eye. I was given antibiotics for bronchitis as well. My eye is better but still blurry, sensitive at times, and red at the left corner. I changed out my contacts but still have been using this product. At first when I started using this product last year I had similar problems and was given patanol for itching when using renu, I stopped the renu because I thought the moistureloc was putting a film on my eyes and causing blurriness, so I stopped using the product. When I resumed this product in 02/06 the symptoms progressed, after antihistimines, tylenol, cold compresses etc and the swelling went down and I could open my eyes after about one week, only redness was there. So now again this week, I wake up with my eyes feeling matted again and the symptoms starting to reappear. I am going to make a appt with my ophthalmologist. The renu with moistureloc exp is 08/07 gh5079 6832101. I only wear 1 soft contact lense in my left eye, as I have amblyopia in my right eye. My contacts are removed before going to sleep.